Event description:
Affiliate reported that underdrainage was suspected and the device was not programmable.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time. Device not yet returned

Manufacturer narrative:
It was found that the product code returned was actually 82-3110 and not that of 82-3100 as previously reported by the customer. Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.